Event description:
It was reported that patient presented in clinic for routine follow-up. X-ray revealed externalized conductors. No electrical anomalies were noted. No clinical incident occurred. Patient will follow up every three months.